Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 4.00x28mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The device was removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 4.00x28mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The device was removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: promus element,mr,ous 4.00x28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. Distal struts were overlapping and stretched in a distal direction. The undamaged proximal crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found a mid-shaft kink 2.4cm proximal of the port weld. The shaft polymer extrusion was twisted on the distal side of the port weld site. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).